Event description:
It was reported that the atrial lead impedance shows a steady incline since prior visit. It was also reported that impedance was tested several times and it was always greater than 1900 ohms. It was further reported that the patient was sent for chest x-ray and will be followed again to evaluate the atrial lead. Also, the lead integrity alert (lia) was downloaded per the physician's standard procedure. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead impedance shows a steady incline since prior visit. It was also reported that impedance was tested several times and it was always greater than 1900 ohms. It was further reported that the patient was sent for chest x-ray and will be followed again to evaluate the atrial lead. Also, the lead integrity alert (lia) was downloaded per the physician's standard procedure. It was later reported that recent impedance measurement was the highest number on the graph since previous interrogation. Therefore regular follow up will continue every six months. The atrial lead remains in use. No patient complications have been reported as a result of this event.